Event description:
It was reported that during use of this shaver handpiece, it started to run on its own while in the patient's joint. There was no report of injury or surgical delay with this event. Another shaver handpiece was used to complete the surgery.

Manufacturer narrative:
Investigation findings: the shaver handpiece was received for investigation and during testing it did not activate on its own. Further investigation of this device found it has the potential to operate on its own related to failure of the hall switch sensor. This failure mode remains under investigation. There are no reported injuries associated with this failure. Conmed linvatec will continue to monitor this product for failures.